Event description:
It was reported that one day post-operatively a pulsed field ablation procedure, left lower limb ataxia and unsteadiness occurred. An magnetic resonance imaging (MRI) revealed multiple small cerebral infarctions. The physician noted that the possible causes included the poor efficacy of the anticoagulant, there was an extension defect of around the activated clotting time (act) 270, and that an additional box isolation was performed on pulmonary vein isolation (pvi). The patient was transferred to neurosurgery for conservative treatment. The patient was hospitalized as a result of the event. The patient was discharged with their ability to walk restored. No further patient complications have been reported as a result of this event. 2025-07-04: it was later reported that another companies guidewire may have contributed to the thrombus. A thrombectomy was carried out to treat the patient.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product ID unknown non-medtronic guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.